Manufacturer narrative:
Visual analysis of the returned device identified broken shell, yellow particles, device appearance (observed 40 mm dark patch edge material inside gel device), wear abrasion, crease flat and the device was underweight. A microscopic analysis was performed which identified a sharp edge broken assessed as an unidentified tear opening. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken on the posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.